Event description:
Upon interrogation of the device during the follow-up scheduled on (B)(6) 2015, one noise episode was recorded in the device memory. No inappropriate therapy was delivered. ICD check was performed and all measured data were normal. Preliminary analysis shows that the observed noise most probably results from 50hz electromagnetic interferences.

Manufacturer narrative:
Complaint was re-opened following the reception of new data for analysis.

Event description:
Upon interrogation of the device during the follow-up scheduled on (B)(6) 2015, one noise episode was recorded in the device memory. No inappropriate therapy was delivered. ICD check was performed and all measured data were normal. Preliminary analysis shows that the observed noise most probably results from 50hz electromagnetic interferences.

Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation of the device during the follow-up scheduled on (B)(6) 2015, one noise episode was recorded in the device memory. No inappropriate therapy was delivered. ICD check was performed and all measured data were normal. Preliminary analysis shows that the observed noise most probably results from 50hz electromagnetic interferences.